Event description:
N/a.

Manufacturer narrative:
Investigation update: failure analysis - x rays were provided by the customer, no issue with the valve could be determined from these x rays.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a malfunction of a hakim valve (ID 823148) leading to deterioration in patient¿s condition requiring ICU admission and to redo surgery. The patient with aqueductal stenosis case underwent ventriculo peritoneal shunt on august 2, 2023 with pressure of 80mmhg. On september 16, 2023, a computed tomography showed that subdural hematoma pressure was increased to 100 mmhg. On november 7, 2023, the patient was drowsy, arousable, not obeying command, and computed tomography showed hydrocephalus. Patient was admitted to intensive care unit. A shunt taping was done, and cerebrospinal fluid (csf) taping was possible since x-ray shunt series did not show any breakage. The pressure was decreased to 70, however, there was no change in patient's condition. On november 9, 2023, patient developed unequal pupils with high blood pressure irregular respiration under emergency conditions. A shunt taping was done, 40cc of cerebrospinal fluid was removed and shunt was replaced with omaya reservoir. Currently patient is on omaya reservoir with drainage of cerebrospinal fluid at 6cc/hr and is clinically improving. Patient is planned for ventriculo peritoneal shunt on november 15, 2023.

Event description:
N/a.

Manufacturer narrative:
Additional information received: question: according to the information provided, it was stated that ¿there was shunt malfunction¿. Please specify or provide us with more details of what type of malfunction happened to the device. Answer: "the implantation of the codman programmable vp shunt with set pressure of 80 was done on (B)(6) 2023. Post implantation follow up CT brain plain done on (B)(6) 2023 showed bilateral subdural hematoma. Considering new imaging finding the set pressure of vp shunt was increased to 100. Post adjustment of shunt pressure, the patient was all right until (B)(6) 2023." "On (B)(6) 2023, the patient was persistently drowsy, arousable, not obeying - commands. Vitals showed high blood pressure, bradycardia. Immediate CT brain plain showed gross ventriculomegaly. On shunt tap, on obstruction was noted in the proximal end. Due to the critical condition of the patient. The distal end of the shunt was exteriorized but no csf flow was noted even with decrease in the set pressure of vp shunt from 100 to 70." Considering shunt malfunction, vp shunt was removed and replaced with omaya reservoir on (B)(6) 2023. Continuous csf drainage continued which showed significant improvement in the clinical condition of the patient. Repeat shunt revision was done with codman programmable shunt with set pressure of 90 on (B)(6) 2023." Implantation date: (B)(6) 2023. Explant date: (B)(6) 2023. The valve was replaced? If yes, please provide date. No valve replacement was done. Current status of the patient. Currently the patient is doing fine without any deficits.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.